Event description:
Clinician from hospital would like an explanted valve evaluated. The code is 82-3162. I have it to send in. The original date of implant was approximately one month ago. The valve was explanted on (B)(6). It was replaced with an evd drain. I was told the patient was initially in the picu because of elevated icp. The surgeon revised the valve because the patient coded in the picu . During the code, they tapped the shunt, removing csf and the patient stabilized. The surgeon tested the proximal and distal catheter interop and both were patent. Patient is female, (B)(6) years old. The tech gave me information for the report. A findings report is requested. (B)(6) 2015: corrections: -date of original implant was one week ago (not one month ago). -both distal and proximal catheters were patent. (B)(6) 2015 per rep: "the alert date was friday, (B)(6)."

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Review of the history device records confirmed the valve product code 82-3842 with lot crbcdp, conformed to the specifications when released to stock on the 17th march 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.